Manufacturer narrative:
The device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022. ¿

Manufacturer narrative:
The reported event of no bluetooth (ble) telemetry was confirmed. The device would not interrogate via ble during testing in the laboratory. The cause of the loss of ble telemetry and premature battery depletion was consistent with a ble circuitry anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
During preparation for the initial implant procedure, interrogation of the device was attempted and an error messaged was observed. It was not possible to establish bluetooth telemetry. A new device was chosen and successfully implanted. There were no patient consequences due to this event.